Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen display remained blank after power up, although the device was functional. The complainant indicated that there was no pt involvement in the reported malfunction.